Event description:
On 11/2/95 hospital bed spontaneously raised head of bed upright greater than 90 degrees. Pt began experiencing decreased respiratory effort and decreased sa02. Pt intubated and kept on oximetry and monitoring.